Manufacturer narrative:
The exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that on (B)(6) 2020 the patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 4 to 24 hours on the hip/buttocks. Patient's mother checked the cannula and saw that it was kinked. Patient had high blood glucose levels of over 500 mg/dl so they went to the hospital. The pod was removed after the patient was admitted. The patient's mother thinks the patient was administered 4 bags through intravenous therapy with insulin, electrolytes and saline fluids. Patient was also given medication (zofran) for nausea.